Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint in still in progress.

Event description:
Customer complaint alleges "doctor found gasbag of the double lumen bronchial tube leakage prior to use on a patient during inspection/functional testing." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was yellowish water inside the white pilot balloon. Functional testing was performed by inflating the tracheal clear and blue cuff of the sample to 25mbar. The cuff pressure of the tracheal clear cuff deflated rapidly whereas the pressure of the bronchial blue cuff remained at 25 mbar. A water leak test was then conducted on the complaint device. No air bubbles were observed flowing out for the bronchial blue cuff whereas air bubbles were observed flowing out from tracheal clear cuff. The area of leakage was then observed under magnification and a cut mark was observed on the clear cuff. The complaint statement indicates that the failure was found during inspection prior to use; however , there was yellowish water found inside the white pilot balloon indicating that the product may have already been used. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage especially a cut mark on the cuff would be detected prior to release. (Con't) other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "doctor found gasbag of the double lumen bronchial tube leakage prior to use on a patient during inspection/functional testing." There was no report of patient impact or consequence.